Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a promark apex locator gave incorrect measurement. No injury occurred.

Manufacturer narrative:
The housing touchscreen functions do not work. Cannot navigate to perform tests. The pcb passed all tests. The battery needs replaced. All other parts check ok. Need to replace the housing and battery.